Event description:
It was reported that a user experienced hypoglycemia of unclear cause while using the ilet system, which was addressed through troubleshooting and education and by administering oral glucose. Symptoms included low blood glucose. Outcomes included temporary interruption of normal activities due to the event. Investigation included customer interview and troubleshooting. Investigation of this case revealed no device deficiency identified. It was concluded that the event was user-reported hypoglycemia with cause not determined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.